Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the sterile water leaked from the syringe connection. The event occurred during pretest. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the valve mentioned as backflow. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter. Per follow-up information received from ibc on 02feb2023, stated that the water leaked from the syringe connection which was the connecting part between inflation valve and syringe.

Manufacturer narrative:
This complaint was related to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. He potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ (B)(4). DHR review is not required. Labeling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked from the syringe connection. The event occurred during pretest. There was no balloon rupture or tear observed on the foley catheter. The water leaked from the valve mentioned as backflow. It was stated that the catheter was inserted by hand and no materials possibly came in contact to the catheter. Per follow-up information received from ibc on 02feb2023, stated that the water leaked from the syringe connection which was the connecting part between inflation valve and syringe.